Event description:
It was reported that an error sensor plunger was experienced.

Manufacturer narrative:
Device evaluation: one medfusion pump was returned for investigation in used condition. Event log history was performed and check syringe plunger sensor error was recorded in history related to reported problem. During analysis, the reported issue was able to be duplicated. The flippers were sticking up. The right plunger case mount was smashed into the force sensor cable causing the flippers to not work properly. Service right plunger case and damaged force sensor.